Event description:
On september 16, 1998, novo nordisk a/s rec'd a novopen 3 from australia with the complaint that the pen would not inject, center of pen malfunctioned (top part of pen moved in opposite direction). No adverse event was reported in connection with this complaint. The novopen 3 was rec'd without an insulin cartridge. Result and conclusion of MFR's investigation - on september 22, 1998 novo nordisk a/s established that the collar on the piston rod nut was broken off when the device was tested for dose accuracy. The device was tested for dose accuracy at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on september 22, 1998.